Event description:
It was reported that the patient's future stimulator pocket was infected. Stage 1 leads were placed on (B)(6) 2012. The physician planned to implant the stimulator, but found the pocket infected. The leads were removed. Additional information was requested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they experienced an allergic reaction with a device that was implanted under her skin during its second stage. It was noted that 2-3 weeks after the device was implanted, the site felt warm and the device was full of pus, so they had the device removed. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: urinary dysfunctional/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Lead model 3889 blue_lead, lot# v805733, implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4)

Event description:
It was further reported that the patient had swelling and pus in the pocket with the infection. The infection started on (B)(6) 2012. A culture of the device pocket revealed a (B)(6). The patient received oral antibiotics and the infection resolved. A contributing factor was that the patient was a (B)(6) carrier.